Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superior femoral artery. A 6.0mmx20mmx135cm sterling catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Lot number updated from 23507467 to 20439840. Expiration date updated from 03/18/2022 to 03/31/2020 device manufacture date from 03/19/2019 to 03/25/2017 device evaluated by MFR.: returned device consisted of a sterling mr balloon catheter. The balloon was loosely folded with dried contrast in the balloon. Analysis of the tip, balloon, inner/outer shaft included microscopic and visual inspection. Inspection found no damage or defect with the returned device. The balloon was functionally tested by attaching an inflation device to the hub of the balloon and applying positive pressure. The balloon inflated completely and held pressure for 5 minutes, without leaking or loosing pressure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superior femoral artery. A 6.0mmx20mmx135cm sterling catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries were reported.